Event description:
The intra-aortic balloon was inserted into the pt on 2/6/98 at 8:30 a.m. The intra-aortic balloon did not malfunction. The pt had thrombocytopenia. (Event complications: the pt had thrombocytopenia)- reported 4/8/98. (Pt's current status: expired-reported 4/8/98.)